Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. The reporter states the patient began having issues with high blood glucose a day prior with measurements >500mg/dl which they could not correct. The morning of hospitalization, the patient's blood glucose was still >500 mg/dl and she was vomiting. She was brought to the hospital and admitted with a blood glucose of >400 mg/dl. The patient was treated with insulin IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.